Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to using in warranty insulin pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.